Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.

Event description:
It was reported that during a da vinci si surgical procedure, the mega suturecut needle driver instrument's piano-type wire broke inside the shaft, making it inoperable.